Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: preventive maintenance work, "nebulizer tightness check" is ng. The pressure of 60 mbar decreases quickly. We then took this c1 back and checked it in detail. We confirmed that there was a leak in the pressure sensor assembly. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: preventive maintenance work, "nebulizer tightness check" is ng. The pressure of 60 mbar decreases quickly. We then took this c1 back and checked it in detail. We confirmed that there was a leak in the pressure sensor assembly. No patient involvement.